Event description:
Technician reported that after filling vacuum tube she attempted to blunt, but found it difficult to push forward. Assuming that the device had already blunted, she took off the vacuum tube and the blunting member (inner cannula) came out stuck in the vacuum tube stopper. A total of three (3) occurrences were reported from this hospital. All occurrences were while using 21 x 1 1/2" blood collection needles.